Manufacturer narrative:
This report is submitted on january 12, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site; subsequently the patient was treated with oral antibiotics for a duration of 7 days (date not reported).